Manufacturer narrative:
The patient was not being actively followed by a nalu representative after relocating and the physician and patient did not reach out to the firm until notifying of the planned revision. Interview with the patient noted no reports of any events such as falls, injuries, or excessive activities that may have contributed to migration of the leads. The patient reported to the oregon nalu representative that the system had "never worked". Xray imaging at the time of the revision found that the leads were not placed at the intended nerve target and were thought to have migrated at some point after the initial implant. After the patient relocated no troubleshooting was able to be performed to confirm if the leads had been implanted slightly away from the nerve target initially or had migrated at a later date.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. After being implanted with the nalu system in arizona, the patient relocated to oregon. In july 2025 a nalu representative in oregon was notified that the patient would be undergoing a surgical revision due to migration of the implanted leads. On (B)(6) 2025 the procedure was performed and both implanted leads were removed and replaced.